Manufacturer narrative:
H6: investigation: customer reported a results issue on a bd bactec 9120 instrument (p/n 445570, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that equipment was returned false positives with bottles within the time of use. There was delay generated by not changing the case from new to open, reviewed and requested correction. Review of the device history record is not required due to the age of the instrument. Service history review revealed no previous complaints related to this issue. Bd quality did not receive parts for investigation. This complaint is an unconfirmed failure of bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text: see h10.

Event description:
It was reported that while using bactec 9120 blood culture false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " equipment returns false positives with bottles within the time of use. ".

Event description:
It was reported that while using bactec 9120 blood culture false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "equipment returns false positives with bottles within the time of use."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.